Event description:
It was reported that three weeks post gastric procedure, originally thought patient was presenting with a pe. Patient was short of breath and "looked like a bypass patient with a leak." Performed a CT scan without contrast at another hospital but the CT was clear. Performed an upper gi, which also presented clear. Patient's white count was 14 and there was no port infection. In 2008, patient went back into the or, and they discovered puss around the tubing at the port location as well as around the band. Cultured both areas. Also scoped the patient intraoperatively and found nothing. No perforation found anywhere. Explanted the band. The patient is still improving, remains on a monitored unit, continues on antibiotics and is tolerating some oral intake. White count is 17. The source of infection was gi tract.

Manufacturer narrative:
D4; h4: information is unavailable; device was not returned for evaluation.